Event description:
IV pump (B)(4) did not infuse expected amount. In basic mode ml/hr. Calcium 2g infusing. Noted by nurse. Pump changed and removed from service. To biomed for evaluation. FDA safety report ID # (B)(4).